Event description:
The account alleged that the CPR function does not lower the head section.

Manufacturer narrative:
The account found the CPR linkage was not adjusted properly. The account adjusted the CPR linkage bolt to repair the bed.